Manufacturer narrative:
(B)(4).

Event description:
It was reported that during explant of an rv lead, the ra lead lost its sensing. The lead was explanted and replaced. The patient's condition was stable.